Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2012 and mesh was used. On (B)(6) 2012 the patient became febrile and was treated with an antipyretic agent. On 04/08/2012, the patient developed itching, redness, and hives on the upper abdomen. The surgeon opines that the patient experienced an allergic reaction. The patient was treated with an unknown medication from (B)(6) 2012 to (B)(6) 2012. The patient's symptoms have subsided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01492. The same patient is represented in each medwatch.